Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increasing rise in impedance and elevated and variable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead impedance warnings triggered to high impedance. Both right ventricular (rv) and right atrial (ra) leads had fractured, and exhibited high impedance and oversensing/noise. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.